Event description:
It was reported that the flange separated from the outer cannula on one (1) size 6 lpc, low pressure cuffed tracheostomy tube. This was detected by an attending clinician who "heard a snap" while disconnected an in-line suction attachment. The involved device was removed, pt was stabilized and reintubated. The pt experienced distress, required medical intervention and has returned to baseline condition. The device had been in use approximately one (1) week when the breakage occurred. The involved 6 lpc device was returned to the MFR on 07/07/99 for decontamination, analysis and investigation. The device eval results and the remedial actions taken are recorded on section h. Of this report.